Event description:
It was reported that high, out of range pacing lead impedance and low sensing were observed due to a loose set screw. After reconnection, all measurements were good. The lead remains implanted. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.